Event description:
During the investigating process for this event, it was discovered that this file addresses a continuation of a problem previously observed and addressed. Based on this info, qa will void this file and retain all info gathered.